Event description:
A customer contacted beckman coulter regarding differences in hemoglobin (hgb) and platelet (plt) results between the coulter lh 500 instrument and a different instrument in the customer's lab. The customer provided data for 5 samples run in 2007. Each sample was run once on the lh 500 analyzer and then rerun on the different instrument. Hgb results obtained from the lh 500 instrument were in the range of 14.1-16.0g/dl. Hgb results obtained from the different instrument were in the range of 14.7-16.5g/dl. (See b6). Results from the lh 500 instrument were higher from 0.5 to 0.9g/dl than the results from the different instrument. Plt results obtained from the lh 500 unit ranged from 191-318x10 to the 3rd power cells/ul. Plt results obtained from the different instrument were from 170-283x10 to the third power cells/ul. (See b6). Differences in plt results ranged from 7-37x10 to the third power cells/ul. Hgb and plt results from the different instrument were believed to be correct. There was no affect to pt as a result of this event.

Manufacturer narrative:
Qc was run before and after the event and results were within range. The instrument is currently performing within qc specs. The instrument was in an automatic mode of operations at the time of this event. The specimens were collected via venipuncture, and sampled from fresh edta tubes. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced an aspiration tubing and blood sampling valve (bsv) actuator. The fse adjusted calibration factors. The fse verified repair per established procedures. Results met published performance specs. As of 05/29/07, there have been no further issues of poor reproducibility from this account. Hardware issues addressed by the fse may have been contributed to this event. A malfunction will be assumed for the purpose of this report.